Event description:
The customer reported a frozen screen, constant tone and unresponsive buttons. Troubleshooting was performed, and the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen due to a faulty component on the interface board. Unable to verify the button anomaly or motor error alarms due to the frozen screen. The motor was tested outside of the device, and it passed.